Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the pt had some high blood glucose between "250 to 350 mg/dl" with symptom of "nausea and ketones." The pt had to take two days off from school due to the elevated blood glucose. The reporter indicated that he noticed one of the cartridges was leaking. The reporter feels that the pt's high blood glucose could be attributed to the cartridge issue. This complaint is being reported because the pt developed symptoms that can be suggestive of acute complication of diabetes while using the alleged cartridge.